Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away on (B)(6) 2016. The on-call physician that pronounced the patient's death reported that the cause of death was sepsis due to clostridum difficule colitis. The patient underwent generator replacement surgery on (B)(6) 2016. Following the surgery, the patient was prophylactically prescribed the antibiotic clindamycin. The patient subsequently developed an infection of clostiridum difficule. The funeral home reported that the patient had an extensive medical history and was "very sick." The patient was buried with the generator still implanted. No additional relevant information was received. Manufacturer device labeling indicates that it is important to follow infection control procedures. It is recommended in labeling to administer antibiotics postoperatively at the discretion of the physician. A review of device history records showed that both the lead and generator were sterilized and passed all inspections prior to distribution.